Event description:
On (B)(6) 2010, pt reported the up button on her infusion device is not responding. Patient stated she noticed the issue 2 weeks ago when attempting to bolus. Patient reported she switched to her backup infusion device at that time. Patient stated the button does not stick. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.